Manufacturer narrative:
Upon further evaluation by persons who are qualified to make a medical judgment, it was determined that the customer¿s report does not represent a serious injury event. This follow-up report is submitted is to correct the previously submitted MDR.

Event description:
The customer reported that during an infusion, the user visualized smoke coming from the device. No patient harm was reported. Devices were sent to biomed for evaluation who determined thermal damage occurred at the iui connectors.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that during an infusion, the user visualized smoke coming from the device. No patient harm was reported. Devices were sent to biomed for evaluation who determined thermal damage occurred at the iui connectors.

Manufacturer narrative:
The report of visualized smoke coming from the device was not confirmed or duplicated but thermal damage at the iui connectors was confirmed. Physical inspection showed the pcu right iui connector and pump module left iui connector had thermal damage. Both devices had various additional damage including chips, fractures and dents, and both had third part replacement parts. Review of the pcu event logs shows that the pump module was infusing a basic infusion at 75ml/hr. The pcu alarmed with a channel disconnect and recorded the pump module as having been removed. Review of the pcu error log showed errors that are known to be recorded when there is thermal activity occurring at iui interfaced connections. During testing the thermally damaged right iui connector on the pcu was found to be shorted at pins 13 and 14. The date code of 06/07 (june / 2007) indicated it was the original installed during manufacturing. The proximate cause for the reported event is attributed to thermal activity at the iui connection interface between the pcu which was the source and the pump module which was collaterally damaged. The root cause for the thermal activity was not identified.